Event description:
A sales representative was given an email that announced the problems another facility was having with mesh being "rejected" in five patients out of 46 patients. Representative talked to person that wrote letter and they have narrowed it down to one surgeon and it was determined to be due to technique.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further information is provided, a follow up report will be submitted. The other four reports are: 1219977-2014-00044, -00045, -00046, -00048.